Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to sign in to the machine. A technical support specialist (tss) dialed into station and logged into the account. The reboot user was set to cfnapp through the station utility configuration. The station was then rebooted and successfully restarted under the cfnapp account. The reboot was completed without issues, and the station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users were unable to sign in to the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.